Event description:
Initial info was received by a sales rep from a physician, who is also the pt, on (B)(6) 2011 and from the patient herself on (B)(6) 2011. A (B)(6) year-old female consumer received her first injection of injectable poly-l-lactic acid (sculptra) (lot # and exp date unk) 6 cc, along with lidocaine, on (B)(6) 2011 for cosmetic use on her face by a physician. One day later, on (B)(6) 2011, she had bruising and swelling at the injection site. She was not given any corrective treatment. She puts ice on the affected areas. At the time of the report, she stated that the bruising is still there and looks really bad, but the swelling is resolving. The patient is still using sculptra. No further relevant info was reported.